Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator replacement. It was noted during the procedure that the atrial lead and an atrial port plug could not be inserted into the new pacemaker. The pacemaker was replaced, and the patient tolerated the procedure well. Further examination revealed that a portion of the atrial pin was lodged in the header of the pacemaker.